Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02650. It was reported an error message occurred during aspiration. Three angiojet® zelantedvt¿ catheters were used during a thrombectomy procedure. The first catheter received a check saline error message during power pulse and was removed from the patient and exchanged for another zelante catheter. This device was able to aspirate for 185 seconds when the plastic bulb on the device filled with water and a check saline error message occurred. The catheter was removed from the patient and exchanged for another zelante catheter. The third catheter was able to aspirate for 5 seconds when the check saline error message occurred again. No serious injury occurred and the patient was stable.